Manufacturer narrative:
510k: this report is for an unknown synthes dynamic compression plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: blackburn j, et al. (2019), the effect of early active mobilization on union rate after ulnar shortening osteotomy, journal of wrist surgery, volume 8, number 1, page 72-75, (united kingdom). This study asks¿does early active mobilization affect rate of union following uso? And, does early active mobilization affect rate of complications following uso? Between 2011 and 2015, 15 patients that underwent 16 ulnar shortening osteotomy (uso) were included in the study. There were 7 males and 8 females with a median age at the time of shortening osteotomy of 47 years (range: 11¿63 years). 1 of these patients was implanted with an unknown synthes dynamic compression plate (dcp) and another patient was implanted with an unknown synthes locking compression plate (lcp) ulna osteotomy system plate. Meanwhile, the rest of the patients were implanted with a competitor¿s device. Early active mobilization commenced after the first postoperative visit at 12 days. Follow-ups were scheduled until clinical and radiographic union were achieved. The authors did not specify which patients received synthes devices. Thus, complications will be reported as follows: 2 patients who are smokers had the longest time to union at 28 and 40 weeks. 3 patients requested the removal of their plates due to irritation. 1 patient developed asymptomatic lucencies around a screw that did not require treatment. 1 patient had a superficial wound infection and was treated with antibiotics. 1 patient experienced a temporary neurological disturbance in the distribution of the dorsal branch of the ulnar nerve. 3 patients had persistent pain. 1 patient reported irritation but did not want it removed. This is report 1 of 3 for (B)(4). This report is for the unknown synthes dynamic compression plate.